Event description:
During an acl repair two screws broke. The surgeon prepared a 9mm graft and tunnel. Surgeon tapped. First screw's threads appeared to fold down on themselves as the surgeon began to apply pressure and rotate the screw. Screw would not advance. Second screw same size, same lot, sheared off once 1/3 was inserted. Third screw used was a 6x25 calaxo and surgeon was satisfied with fixation. Sales representative for smith+nephew confirmed that the surgeon tapped the insertion site with a 8mm tap in hard bone on the femoral side of the acl repari. It was also stated that a small portion of the second screw was left in place and third screw place behind it. A delay of fifteen minutes took place. No patient injury or complications resulted.